Event description:
It was reported customer has been running high blood glucose. Customer's father stated they have changed the entire set a few times. Customer's blood glucose was 577 mg/dl, treated with manual injections. Customer's father declined to troubleshoot the infusion set and did not finish troubleshooting high blood glucose because customer's father just wanted the device replaced. The drive support was reported normal. No leaks or air bubbles noted. Manual primed perform and insulin did exit. Settings were correct on the device. High blood glucose was noted since last night customer's father has been trying to lower with bolus. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.